Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. The stapling devices were being used for the rectum resection. The patient had undergone radiation treatments so the tissue was very thick. The patient was also (B)(6) with a very narrow pelvis. The powered stapling handle broke due to the thickness of the rectum. The surgeon forced the trigger pushing intensively. There was also a problem unloading the powered stapling device. Seems as if the axis is outside the adapter due to the extreme force the surgeon tried to place and fire the stapler with the reload. A component of the inner adapter axis broke off. Then tried to performed with resection using a manual stapling handle with another reload, but it did not work either. Then tried with a roticulator stapler, but the staple line was not continuous. It was not safe to use a circular stapler in order to perform the anastomosis. The surgeon decided to place a colostomy on the patient. The procedure was converted to a miles procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. The issue being reported is not associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.